Event description:
Informed by a customer of a separation on this set. The tubing separated by the y-junction on the set. Separation occurred during patient use. No patient injury is reported at this time.